Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient's outcome could not be conclusively determined through this evaluation. It was reported that the patient expired. The cause of death was reported as multisystem organ failure and bacteremia. The device was not returned for evaluation. The customer communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas (left ventricular assist system) IFU (instructions for use), rev. C and patient handbook, rev. C are currently available. Section 1, ¿introduction,¿ lists potential adverse events, including multiple forms of organ failure, infection, and death, that may be associated with the use of the heartmate ii lvas. Instructions regarding preventing infection are outlined in various sections of the IFU and patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2020 due to multisystem organ failure and bacteremia. It was not provided if the death was device or therapy related.